Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris pump module smartsite infusion set there were bubbles in the line. There was no report of patient impact. The following information was provided by the initial reporter: this started, pump beeping air in line, no air noted, however used alcohol wipe to clean inside of channel and the tubing, did not work. Changed out channel, did not work. Changed out brain, did not work. Finally changed tubing and worked without issues.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 20-jan-2023. H6: investigation summary: one sample (model #2426-0007, lot #22065854) was returned by the customer. It was reported by the customer that pump beeping air in line, no air noted. The returned set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was successfully primed with saline. No air bubbles were observed. An infusion was performed using a bd alaris pump and pump module at 125 ml/hr with a vtbi of 125 ml. No alarms occurred throughout the infusion. The infusion was completed successfully. The failure was unable to be replicated, and the complaint could not be verified. A device history record review for model 2426-0007 lot number 22065854 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined because the failure was unable to be replicated.

Event description:
It was reported while using bd alaris pump module smartsite infusion set there were bubbles in the line. There was no report of patient impact. The following information was provided by the initial reporter: this started, pump beeping air in line, no air noted, however used alcohol wipe to clean inside of channel and the tubing, did not work. Changed out channel, did not work. Changed out brain, did not work. Finally changed tubing and worked without issues.